Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the load hanged and the stapler also did not work. It has been with the mole handle and could not be used. The surgeon was unable to press the green button and squeeze the handle so the stapler did not fire. Another stapler was used and the surgery was converted from the laparoscopic surgery to an open surgery.